Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. The device is part of the advisory for this model. (B)(4): full lead in segments was returned and analyzed. Distal conductor distorted; defib conductor distorted; all conductors had blood/body fluid (not obstructed); defib conductor fracture (overstress); blood/body fluid outer tubing overlay; outer tubing kinked/buckled and overlay melted; outer insulation torn and cosmetic depression; helix/lobe distorted/bent. Blood in/on the helix/lobe mechanism and apparent explant damage. The lead is part of the advisory for this model.

Event description:
It was reported that the device reached battery depletion sooner than expected given the programmed settings and therapy usage. The device was removed and replaced. It was also reported that during the device replacement procedure, there was difficulty retracting the right ventricular lead helix upon its removal. The lead was capped and replaced. No patient complications were reported as a result of this event.